Event description:
A female pt contacted lifecor customer support to report that she was receiving "check belt" messages every four to five minutes. She said this message would change to "check belt - see manual" and would not clear. Support had the pt check the electrodes and pull the battery pack. Upon system reboot the alarms continued. Support tired to have the pt download, but could not get download to work. Support sent the pt a replacement electrode belt and garment.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the "check belt" messages was lifted pads on the ECG a pc board causing a bad connection. The root cause of the lifted pads cannot be confirmed, but is likely due to strain placed on the cable during normal daily use. The damaged electrode belt was repaired and restocked. No adverse event resulted from the damaged electrode belt. The device would have functioned with single lead detection. The tp received a replacement electrode belt.